Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation damage due to direct suture tied too tight noted at 20.2 cm from the connector pin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. During the explant procedure, insulation damage was noted in the suture sleeve area. The lead was explanted and replaced.